Event description:
It was reported to boston scientific corporation that a rigiflex balloon was used during an esophageal dilatation on (B)(6) 2010 involving an adult female patient. According to the complaint, the balloon was inflated at 3 psi for 2 minutes when a perforation and bleeding was noticed in the patient. There were no reported issues during advancing or inflating the balloon. A tube had to be placed to alleviate the issue. This was the only patient complication and the patient's current condition is unknown. The procedure had been completed with this device.

Event description:
It was reported to boston scientific corporation that a rigiflex balloon was used during an esophageal dilatation on (B)(6), 2010 involving an adult female patient. According to the complaint, the balloon was inflated at 3 psi for 2 minutes when a perforation and bleeding was noticed in the patient. There were no reported issues during advancing or inflating the balloon. A tube had to be placed to alleviate the issue. This was the only patient complication and the patient's current condition is unknown. The procedure had been completed with this device. Initially it was reported that the patient sustained a perforation and bleeding that required treatment. Follow-up information from the complainant was received on (B)(6), 2010, which revealed that there was no perforation, and there was only bleeding which required no hemostasis. Also, contrary to what was initially reported, a "tube" was not placed following the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).